Event description:
It was reported that during the surgical procedure, the physician was attempting to locate the coronary sinus and noted a -dissection- and decided to stop the procedure. The patient's condition was -good- before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) dissection.